Event description:
The customer reported the system displayed an x-ray switch type error code. This resulted in a loss of fluoroscopy x-ray. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray controller was replaced and a power supply was adjusted. The system was then found to be operating as intended.